Event description:
Iab was inserted into pt on 2/10/97 at 8:30 am. Iab was removed on 2/10/97 at 4:00 pm. Iab did not malfunction. As a result of event, pt had a pseudoaneurysm, hematoma and bleeding complications. A vascular surgeon was consulted, and the iab needed to be surgically removed. The iab was surgically removed with difficulty. Event complications: bleeding/hematoma/surgically removed reported 3/17/97. Pt's current status: unk - rpt'd 3/17/97.